Event description:
During evaluation of a returned homechoice (hc) machine, a high drain error 101 alarm was identified in the event log. The alarm occurred in the therapy initiated on (B)(6) 2012 00:37:33 during night drain cycle 1. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice (hc) device. However, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.